Event description:
After several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation procedure, a hysteroscopy confirmed a small uterine perforation. A hysterectomy as then performed upon the pt's requests for treatment of menorrhagia. The pt was discharged on (B)(6) 2011. A hysteroscopy, dilation and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complaint. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned, therefore, a failure analysis of the complaint device cannot be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we received the complaint device, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to established a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).